Event description:
It was reported that the devices were used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon had tremendous difficulty maintaining adequate pneumoperitoneum during the case. Upon examination of the (3) t511sd trocars, the gasket was torn in as many as 3 places. After this was discovered, they were replaced and the case was completed. The operating room time was extended 2 hours. There was no consequence to the pt.